Manufacturer narrative:
Continuation of d10: model: 5076-52 lead; implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced palpitations. It was reported that the right ventricular (rv) lead exhibited over sensing of short v-v intervals and noise. It was also reported that the right atrial (ra) lead exhibited noise and appeared to be under sensing, resulting in inappropriate atrial pacing and misclassification of events. Low p wave amplitude was reported. Potential interaction between the two leads was also noted. Both the ra and rv lead remain in use. It was further reported that the patient experienced dizziness and the patient's symptom of palpitations were linked to the implantable pulse generator (ipg)/leads. The ipg remains in use. No further patient complications have been reported as a result of this event. It was noted that the ra and rv leads were explanted and replaced. It was further reported that the ipg was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.